Event description:
A report was received 11/14/2002 from a doctor who had implanted a memorylens in a pt's right eye in 1999, which lens has opacified. The lens was explanted and replaced in 2002. The pt's visual acuity at exam on 11/21/2002 was 20/150 od. The dr listed the pt's prognosis as "good".